Event description:
Per the report the user claimed to have experienced a second-degree burn to their left leg while using a reusable hot pack on (B)(6) 2023.

Manufacturer narrative:
Per the report the user claimed to have experienced a second-degree burn to their left leg while using a reusable hot pack on (B)(6) 2023. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.